Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that customer experienced high blood glucose level. Customer blood glucose level at time of incident was 29 mmol/l and insulin pump had insulin flow blocked alarm around 8 reservoirs there was a blockage on the top part of the reservoir connection and getting recurring issues with the type of infusion set she uses in the past 6 months and would either have the infusion sets bent, sometimes she checked that there is an issue with the actual cannula connection that it does not flow out customer current blood glucose level was 21 mmol/l the customer was treated with insulin pump. Customer had been using insulin pump system within 48 hours current of reported high blood glucose event. Customer stated that the auto mode feature was not active at the time of high blood glucose event. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Customer was assisted with troubleshooting for high blood glucose. The device will not be returned for analysis.